Manufacturer narrative:
Examination of returned device was inconclusive. (B)(4).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. During the procedure, a piece of the spring drill pin detached after the pin was placed. The piece was retrieved and the procedure was completed utilizing another spring drill pin. There was no injury to the patient or significant delay to the procedure as a result.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. During the procedure, a piece of the spring drill pin detached after the pin was placed. The piece was retrieved and the procedure was completed utilizing another spring drill pin. There was no injury to the patient or significant delay to the procedure as a result.